Event description:
Pt complains of right shoulder pain with all range of motion. Mild edema. Tenderness to palpation over the right shoulder joint. Pain with external rotation. The pt was admitted for revision of right total shoulder arthroplasty. The cup, liner and head were removed and replaced.